Event description:
Download data revealed that (B)(6) female patient was receiving a service code 110 (over voltage cleared - no energy) zoll customer support contacted the patient and issued her a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 110) has been confirmed. Upon investigation there was contamination on the board to board connector pins. The cause for the code 110 is the contamination on the board to board connectors. The root cause for the contamination cannot be positively determined but is likely ingress of an unknown liquid. No adverse event resulted from the contamination. The patient received a replacement monitor.